Event description:
Additional information was received that the deployment starting point was aligned with the bottom of the surgical valve. The valve dislodged aortic. The patient's horizontal anatomy contributed to the dissection. The dissection occurred prior to the second valve being inserted into the patient.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon deployment to the point of no recapture, poor expansion of the valve was observed, and the patient's blood pressure did not improve. Subsequently, the valve was recaptured into the delivery catheter system (dcs). Upon the next several deployment attempts, the valve dislodged repeatedly while still attached to the dcs. Once acceptable positioning was achieved, the valve was deployed. Upon deployment, the valve dislodged on the non-coronary cusp (ncc) side. Subsequently, two snares were inserted, and the valve was pulled up. It was noted that a dissection occurred during the snaring of the valve. A second valve was opened and implanted successfully. It was noted that the patient ultimately died approximately 15 days following the procedure.

Manufacturer narrative:
Continuation of d10: product ID (d-evolutfx-2329); product lot/serial number (unknown); product type: (0195-heartvalves); implant date: (non-implantable). Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: d. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: deliv sys d-evolutfx-2329; product ID: d-evolutfx-2329; lot: 0013300889; UDI: (B)(4); manufactured date: 2026-02-18; use by date: 2028-02-18; implant date: n/a; FDA site ID: 9612164. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had a previously implanted medtronic surgical aortic valve. The dissection was observed immediately after the implant procedure. A computed tomography (CT) scan was performed shortly after the procedure that revealed the dissection extended from the ascending to the descending aorta, and to the legs. Subsequent image review confirmed the dissection had occurred when the first valve was pulled up. Open heart surgery was considered; however, due to the risks associated with a redo procedure, conservative management was selected. Additionally, it was reported that the aortic stenosis remained at more than 3 meters per second, even after the implant of the transcatheter valve. Extracorporeal membrane oxygenation (ECMO) and circulatory agents were used. Five days following the implant procedure, the patient's peripheral pulse in the lower limb because undetectable, and a subintimal lesion was suspected. Therefore, endovascular therapy (evt) was performed as treatment. Afterwards, the patient remained in an unstable condition.